Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009 - the pt underwent repair of an umbilical hernia with a composix kugel patch. Attorney alleges adhesions, fistula, add'l surgery defective mesh, explant, inflammation, gangrene partial bowel resection, injury, disability.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. No lot number has been provided; therefore a review of the mfg records could not be conducted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.